Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope the forceps elevator does not return. There were no reports of patient involvement as this occurred during room preparation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the insertion part, distal end, and air/water channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope the forceps elevator does not return. There were no reports of patient involvement as this occurred during room preparation.